Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date with competitor product. Subsequently, a revision was performed on (B)(6) 2014 due to an unknown reason. All components were removed and replaced with biomet components. Patient underwent a further revision procedure on (B)(6) 2014 due to dislocation of the tibial bearing. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. " evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned component found evidence to suggest the locking bar was not fully engaged in the locking slot. Marks on the bottom of the device was noted; however, there were no marks on the locking bar slot. There are warnings in the package insert that state that this type of event can occur: "the locking bar used to secure the tibial plate and tibial-bearing components together must lock securely into place with an audible click at the time of implantation.¿